Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that the bottom display on the external pulse generator (epg) was damaged and causing visual obstruction. The liquid crystal display (lcd) was broken. The hanger was broken. One case screw was contaminated. The hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom display on the external pulse generator (epg) was physically damaged (cracked) and causing visual obstruction. The epg was returned for service. There was no patient involvement.